Manufacturer narrative:
This event occurred because MRI safety standards were not followed bringing the filter panel plate to close to the magnet. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instruction for use contain warnings on this matter. (B)(4).

Event description:
Philips received a report that a 3rd party service engineer got injured while trying to install a 3rd party fmri filter panel in the examination room enclosure. The filter panel plate was attracted to the magnet. The engineer sustained a broken left thumb and 5 sutures were required in the left hand.